Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ez change valve housing was replaced to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an error that resulted in high co2 delivery. There was no patient involvement.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The ez change valve housing was replaced to resolve the issue. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported an error that resulted in high co2 delivery. There was no patient involvement.